Event description:
During baxter's eval, it was discovered a spectrum pump had "door jammed" alarms in the event history log. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom of "door jammed" alarms was confirmed through review of the event history log. Physical inspection found increased force required to close the door due to a backed out mechanical screw. The mechanical screws were replaced.